Event description:
It was reported that a visual alarm flashed at the infinity central station (ics) but there was no audible alarm. It was confirmed that there was no adverse impact to the patient and no impact to real time patient monitoring as a result of this issue. No patient injury was reported.

Manufacturer narrative:
It was reported that the infinity central station (ics) displayed a visual yellow alarm but it did not audibly sound. It was additionally stated the corresponding bedside monitor did not produce an alarm at the time of the event. There was no patient injury reported and it was confirmed there was no impact to patient monitoring and no additional patient treatment was necessary because of this event. As reported, the issue only occurred one time. Of note, the ics instructions for use provides users with guidance on visual alarm signals. The available ics log files were reviewed, and it was discovered the alarm and event history log files were not provided. Additionally, the log files from the bedside monitor were incomplete. An in depth investigation to determine the root cause of the reported event was not possible without the full set of log files. Multiple requests were made to obtain the correct log files, however this information was not made available. In conclusion, the reported event could not be confirmed with the provided information.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that a visual alarm flashed at the infinity central station (ics) but there was no audible alarm. It was confirmed that there was no adverse impact to the patient and no impact to real time patient monitoring as a result of this issue. No patient injury was reported.